Event description:
It was reported that during the iat (intra-arterial therapy) procedure, the tip of the balloon catheter (subject device) was found dislocated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The returned product was not confirmed to be the reported product as the packaging was not returned to site. A tub containing formaldehyde and an unknown material most likely the balloon was returned. Procedural fluids were evident on the catheter hub. During the visual inspection, the hub appeared normal. The catheter shaft was noted to be severely kinked. An attempt was made to inflate the balloon device, but this attempt was not successful. The catheter shaft was examined under microscopy and signs where the balloon were evident. Functional inspection was not required as the reported event was confirmed based on the damage noted to the device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is possible force was used during the procedure, which may have contributed to the reported event. But this cannot be conclusively determined. It is most likely that anatomical factors encountered during the procedure contributed to the reported event. During analysis, the balloon catheter shaft was found to be kinked and damaged and the balloon was detached/separated. Based on the investigation, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. As a result, a probable cause of procedural factors has been assigned to the ar/aa defects.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the iat (intra-arterial therapy) procedure, the tip of the balloon catheter (subject device) was found dislocated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the iat (intra-arterial therapy) procedure, the tip of the balloon catheter (subject device) was found dislocated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.